Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection, leak testing and clear passage testing was performed with no issues noted. Clamp function testing was performed with no issues noted. Torque testing was performed on sleeve engagement and was found to be within specifications. The evaluation was unable to confirm the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp on the transfer set was too tight to close. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. The device was received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.